Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information was provided by the customer.

Event description:
It was reported the subject device laser and the fiber had smoke coming from the end plugged into the machine. It melted and the machine stopped the laser and defaulted to standby mode. The laser was removed from the field and a new fiber wire was opened and the case was complete with no other complications. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This event was submitted on 4/29/2025 with a g3 date of 3/25/2025, it was submitted in error as a duplicate to 3011050570-2025-00390. This file is not late as it was submitted on 04/23/2025 (refer to manufacturer report number 3011050570-2025-00390).

Event description:
No additional information received from customer.